Event description:
Event description guidant received information that this chronic ventricular lead dislodged two years ago. This dislodgement was noticed upon reviewing an old chest x-ray from the patient's chart. This chest x-ray was taken approximately one month after the original implant procedure, which was over two years ago. This ventricular lead was abandoned surgically during an elective device replacement procedure. The lead had functioned at a marginal level during this two years; however, the patient had developed exit block.